Event description:
It was reported that there was a packaging issue with this device; the box was found to be empty. In order to complete the case, another incision was necessary and a different device was used. The surgeon enlarged the tunnel and inserted two screws with smaller diameters in place of the one 9mm screw anticipated. No further pt info was provided at the time of this report or made available in response to follow-up requests. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device packaging was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device evaluation. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. If the device packaging is returned and/or additional pt info is obtained, a follow up report will be submitted.